Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿there was resistance to support?¿ what degree of hemorrhoids did the patient have? How much blood was loss? Did the patient require a blood transfusion? What confirmation was received that the device was fully fired? What part of the device broke?

Event description:
It was reported that during a hemorrhoid procedure, there was resistance to support, then the stapler broke, it open split in two, section mucosal with minor bleeding. He finished the procedure by folding and suture.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph01 device arrived with the safety detached and missing. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were no staples present in the device and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.